Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) the monopolar energy was not firing. Prior to calling in the customer swapped ports on the vio integrated generator electrosurgical unit (erbe) and energy cords and it still was not firing. The tse asked to swap the instruments out and power cycled the iesu, but the customer was not willing to do it since they were using the vessel sealer extend to do the coagulation and cutting. The tse did see m-10 in the logs after it loaded but the customer hung up already. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint via system logs and was not able to reproduce the issue during in house testing. During visual inspection, the unit had no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and functioned as expected. Fa concluded that no root cause could be attributed to this issue. .